Event description:
Additional information was received on 4/18/2025: nothing broke inside the patient. The case was successfully completed with a new plate and screws. However, the procedure was delayed by approximately forty-five minutes, requiring the administration of additional anesthesia. Additional information was requested on 5/6/2025.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On 3/25/2025, it was reported by a sales representative via email that a val screw advance straight through an ar-8916vsr-05 volar distal radius plate. The screw was removed, and another 2.4 val screw was inserted, but the same thing happened. This was discovered during a distal radius fracture procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.